Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouchultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages his diabetes with oral medications (2x daily). The patient continued to administer his usual dose of medications. After the start of the alleged issue, the patient claimed he felt a symptom of shaky. The patient denied receiving medical treatment. The correct test strips were being used and there was no indication of misuse. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.